Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). On (B)(6) 2017, it was reported that there was air leakage. The customer returned the device for evaluation initial qa inspection of the handpiece, electric dermatome by zimmer biomet on (B)(6) 2017, certified that the above malfunction caused the phenomenon of air leakage without rotating the body due to the - motor assy wear deterioration other parts deteriorated - wear - scratches were confirmed. Parts replacement - decomposition cleaning - skin thickness adjustment confirmation - overhaul. Repair of the handpiece, electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included air leakage. Handpiece, electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet surgical has not previously repaired/evaluated handpiece, electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This device is used for treatment. The reported event was unconfirmed since during initial inspection the technician could not replicate the reported event. The root cause of the reported event cannot be specifically determined since during initial inspection the technician could not replicate the reported event. The investigation was based on the information that was provided initially. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that there was air leakage. No adverse events were reported as a result of this malfunction.